Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported the patient's scs system implantable pulse generator (ipg) was replaced. Reportedly, the generator was inoperable and no communication was able to be established. Postoperative, stimulation therapy was resumed with coverage to all painful areas, and no complications occurred during the procedure.